Manufacturer narrative:
Lot# 3057148. Previously submitted under patient identifier (B)(6). This is a follow-up report. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 07/02/2021. On (B)(6) 2012 - (B)(6) 2014 seen in ed for ankle swelling and redness, diagnosed with dvt in posterior tibial vein. Lovenox and coumadin prescribed. Also noted to have a yeast infection. Diflucan prescribed. 2+ rectocele seen with straining at post-operative appointment. Noted to have recurrent utis, claimant inconsistent with antibiotics. Claimant noted she is able to feel mesh and having dyspareunia. Husband also able to feel mesh. Small area of extrusion noted on exam and trimmed in office. Dyspareunia and pain with bowel movement documented. Evidence of mucosal prolapse, medium rectocele with bearing down, and obstipation on exam. Pain with bowel movements, dyspareunia, and recurrence of rectocele, tenderness around urethra, and sui documented. Possible palpation of tfs anchor near the urethra on the left. Claimant with complaints of fecal incontinence, recurrent rectocele, sui, and leakage of urine if area around urethral repair is touched. Plan for referral to physical therapy. Continued complaints of sui, tenderness around urethra, difficulty with bowel movements, and distal rectocele with perineal body laxity. Possible palpation of the tfs anchor near urethra, distal recurrence of rectocele and perineal body laxity. Plan for surgical correction. On (B)(6) 2014 - removal of mid-urethral mesh, placement of altis mid urethral sling, posterior colporrhaphy, perineorrhaphy with perineal body tfs sling and cystoscopy under general anesthesia. On (B)(6) 2014 - green malodorous vaginal discharge and increasing tenderness, burning with urination and bleeding around urethral mesh site all documented. Claimant sent to the ed for a possible vaginal infection. Continued urge incontinence and some spasms in rectal area. Probable yeast infection noted. Persistent generalized vaginal pain and pain with defecation as well as large volume urine leakage. Continued complaints of generalized vaginal pain and urinary incontinence. MRI of pelvis showed possible scarring and/or adhesions in the right vaginal cuff. On (B)(6) 2014 - removal of midureteral sling/perineal body sling, cystocele and perineorrhaphy repair, cystoscopy and tethered vagina repair with matristem graft under general anesthesia. On (B)(6) 2014 - foul smelling discharge consistent with bacterial vaginosis. Small area of tissue necrosis involving the left aspect of the vaginal mucosa, mrsa swab sent. On (B)(6) 2021 - exam under anesthesia, vaginal excision of 2 mm suburethral mesh exposure, urethral repair and cystourethroscopy. According to the available information the patient¿s legal representative stated dyspareunia, exposed mesh that was trimmed, pain with bowel movements, recurrent rectocele, sui, fecal incontinence, continued dyspareunia. Restorelley was implanted on (B)(6) 2012 and explanted on (B)(6) 2017.